Event description:
A report was received that the patient was experiencing pain at the pocket site following a non device related procedure. The physician, during the non device related procedure, temporary removed the ipg to use electrocautery. Since that revision, the patient has had pain and difficulty charging. The physician explanted patient's entire system and the patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.